Manufacturer narrative:
The user reported continuous low glucose alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the abbott diabetes care (adc) application. The customer reported that they were unable monitor glucose and experienced symptoms described as "voice change, unaware of surrounding, unable to make calls, make conversation." The customer was unable to provide self-treatment and had contact with a healthcare professional (hcp) who obtained an unspecified laboratory result, CT scan, electrocardiograph, cardiac enzyme test, ultrasound, and provided an unspecified IV as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the abbott diabetes care (adc) application. The customer reported that they were unable monitor glucose and experienced symptoms described as "voice change, unaware of surrounding, unable to make calls, make conversation." The customer was unable to provide self-treatment and had contact with a healthcare professional (hcp) who obtained an unspecified laboratory result, CT scan, electrocardiograph, cardiac enzyme test, ultrasound, and provided an unspecified IV as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.